Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, on an open sigmoid colectomy, on side to side anastomosis, there was bleeding at the staple line. The patient was scoped 12 hours after the initial surgery and staple line was clipped to stop the bleeding, there was blood loss of more than 500cc and the patient was transfused with 4 liters of blood to resolve the issue. The surgical time was extended by 30 minutes or more due to the product problem.